Manufacturer narrative:
(B)(4). Rec'd a FDA 3500a form on (B)(4)2013. The president, immediately contacted the quality director to take the necessary steps to resolve the medwatch. The quality director initiated MDR protocols until more info was obtained. The quality director contacted the initial rptr to investigate the circumstances of the medwatch. The initial rptr explained that the insufflation tubing clogged, no damage occurred to the pt or medical staff, and she reported the problem to the FDA instead of the distributor as she was part of pilot program to increase contact with FDA. The quality director proceeded to stop the MDR and evaluated the info as a complaint. The device was shipped to (B)(4) for further eval. Upon arrival the engineering team evaluated the device. (A report of their findings are below) due to report findings the investigation conclusion shows that the device met specifications and no defect could be found. (B)(4) has contacted bioteque, the mfg site, and informed them of the complaint and results. Eval summary: visual inspection performed; everything was in required specification. It did appear that the tubing could have possibly kinked causing the clog, however, upon arrival the tubing was not kinked and everything was according to specifications. Flow testing; hooked one end of the tubing to air supply and discovered no restriction. Composition testing; took apart air filter and verified that there was only one layer of media and the insides of the filter were in specification parameters.

Event description:
Title: xxxxx. Insufflating tubing clogged and staff was unable to insufflate the abdomen. What was the original intended procedure? Lapband removal. Device usage problem: device malfunction - that is, the device did not do what it was suppose to do.